Event description:
It was reported by the customer, a routine microbiological culture was performed on the evis exera ill colonovideoscope. Pseudemonas was detected in the scope on three (3) consecutive tests. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was evaluated. The reported issue was not confirmed. During inspection, it was noted, due to a chip on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The adhesive on the bending section cover had wear. The connecting tube had snaking. The control unit had a crack, and the mouthpiece was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial report.